Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had received motor error. Customer¿s blood glucose was 143 mg/dl. Customer reports the drive support cap was slightly intended. Customer was unable to complete pump rewind due to pump alarm. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. Insulin pump will not be returned for analysis.